Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer jumped in the pool with her insulin pump. Customer's blood glucose is 419 mg/dl. She treated with manual injection, but still feels sluggish. Caller is calling back later to complete the exchange process. Nothing further reported.